Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the tube clamp in the roller pump broke and user was unable to get the tubing out of the roller pump. There was no reported adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed. The field service rep (fsr) shipped a replacement tube clamp to the user facility's biomedical engineer (biomed). The biomed replaced the tube clamp. This is a known issue previously reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.